Manufacturer narrative:
The product was not returned for evaluation. No imagery was provided. A device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. The instruction for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the delivery system is visually inspected and tested several times. During manufacturing, the delivery system inflation balloons were 100% inspected. During the final inspection, the commander delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for handle fine adjust difficulty and balloon leakage were unable to be confirmed due to the device and relevant photographs not being returned for evaluation. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. Review of the lot history and DHR provided no indication that a manufacturing non-conformance would have contributed to the reported events. Furthermore, a review of manufacturing mitigations supports that it is unlikely that a manufacturing non-conformance was the source of the complaints. Review of IFU/training manuals revealed no deficiencies. Per the complaint description the valve alignment was performed in a tortuous area in the descending aorta. Performing valve alignment in a non-straight section of the vasculature can cause the thv to ¿unseat¿ (non-coaxial placement of the valve in relation of the flex tip) from the flex tip during alignment and ¿dive¿ into the flex tip lumen resulting in higher than normal alignment forces in order to achieve final alignment position. A previously performed engineering study was able to recreate high valve alignment forces with valve diving under simulated conditions (tortuous anatomy). Additionally, as per implanter, ¿the presence of a calcified plaque in the descending aorta probably did not allow a free movement to the delivery system.¿ as there were no reported difficulties in de-airing the device, a leak was likely not present on the device out-of-box. The access vessel was calcified/tortuous, calcification could damage the balloon upon entry. Additionally, calcification in the descending aorta can interact with the balloon during valve alignment step which can resulted in the reported damage to the balloon. As such, it is possible that patient (calcification and tortuosity in the descending aorta) and procedural factors (valve alignment in a tortuous aorta) contributed to the reported event. The complaint was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. Available information supports that the events were likely related to patient and procedural factors. No labeling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed that the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during deployment of a 23 mm sapien 3 valve in the aortic position via transfemoral approach fine adjust difficulty occurred with the valve alignment. Only the distal part of the valve was slightly expanded and ¿some material¿ was noticed floating around the valve. The devices were removed. Upon removal of the commander delivery system, the balloon was observed to be ¿pierced¿. Angio showed a small dissection in the descending aorta. The patient was in stable condition.   The small dissection was stable and the patient was well post procedure. As per implanter, the presence of a calcified plaque in the descending aorta probably did not allow a free movement to the delivery system.